Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned mini vision stent delivery system (sds) noted blood visible in the guide wire lumen and contrast on the shaft, consistent with handling and the sds at least partially advanced over a guide wire. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. A new syringe was filled with 6 cc of contrast medium; diluted 1:1 with colored water and was used to prepare the sds. The reported difficulty was unable to be confirmed as the sds was prepped without any anomalies noted. Negative pressure was applied and there were no continuous bubbles noted in the syringe. A new indeflator was filled with contrast medium; diluted 1:1 with colored water and was used to inflate the balloon to rated burst pressure (rbp). The balloon and stent implant inflated to rbp with no anomalies noted. It is possible there was a faulty connection with the inflation device resulting in the difficulty preparing the sds; however, this could not be confirmed. A review of the device lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database for the reported lot revealed no similar incidents reported for leaks or difficult to prepare. All stent delivery systems are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure and catheter lumen integrity.

Event description:
It was reported that during device preparation for use, while drawing negative pressure from the mini vision stent delivery system (sds), resistance was never felt as if the balloon had a hole. The device was not used in the anatomy. There was no patient involvement. A second 2.5 mm x 15 mm mini vision sds was used to complete the procedure without issue. Though requested, no additional information was provided.